Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on th terminal area. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. This lead was implanted with an is-1 compatible device (the header has internal silicone seal rings). There is header inner rings residue on the terminal silicone of this lead. It is concluded that silicone to silicone blocking (bonding) most likely occurred between the header inner seal rings and the terminal end molded silicone of this lead.

Event description:
It was reported that, during normal generator change out procedure, this right atrial (ra) lead could not be removed from the device header. Troubleshooting was performed by physician including the use of multiple wrenches. Eventually, this lead was cut and capped. Another ra lead was placed, and the procedure was successfully completed. No additional adverse patient effects were reported. According to additional information, this lead was explanted during the aforementioned procedure and returned to boston scientific for investigation.

Event description:
It was reported that, during normal generator change out procedure, this right atrial (ra) lead could not be removed from the device header. Troubleshooting was performed by physician including the use of multiple wrenches. Eventually, this lead was cut and capped. Another ra lead was placed, and the procedure was successfully completed. No additional adverse patient effects were reported.